Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
It was reported that the ventilator would not boot up. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the power cord. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.